Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The device was started up at 09:29:25 on (B)(6) 2023. At 18:16:59, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. The device properly detected vf. However, CPR/motion artifact prevented the lifevest from treating the patient. At 18:36:31, an arrhythmia was detected. ECG shows vt @ 100 bpm with CPR/motion artifact. The rhythm then degrades to asystole. Vt was visible during the arrhythmia detection. However, heart rate was below the threshold for treatment preventing the lifevest from treating the patient. The electrode belt was disconnected at 18:38:49 on (B)(6) 2023.